Event description:
The customer states that a pt was diagnosed with a testicular tumor which was surgically removed in march 2003 and confirmed malignant. Surgery was followed by 3 chemotherapy treatments and axsym bhcg testing was performed for monitoring purposes. At first, the bhcg levels were low as expected (27 iu/l which decreased to <2.0 iu/l in may 2003) but values started to rise in the following months. In august 2003, spots were seen on CT scan and tissue was removed which was found to be benign. Chemotherapy dosage was increased, but bhcg values continued to rise (200 to 300 iu/l) in dec 2003 so stem cell induction therapy (cyclophosphamide) was started. A sample from the pt was tested on an alternate method (e170) and the result was below assay sensitivity. To confirm the low result, sample was tested on additional alternate methods (immulite and ria) and results below assay sensitivity were generated. The pt was informed in jan. 2004, and further treatment was cancelled.